Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of catheter difficult to withdraw was confirmed; however, the reported event of catheter shaft tears/rips/holes/sep dev matrl could not be confirmed. Visual inspection found that the shaft was kinked/accordioned. The investigation concluded that the problem may have been related to an inspection or verification by the supplier during the manufacturing process. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at post market quality assurance laboratory, the intellamap orion catheter was visually inspected, and the shaft was found kinked/accordioned. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a review of the intellamap orion catheter risk documentation was completed and confirmed that the events of catheter difficult to withdraw and catheter shaft tears/rips/holes/sep dev matrl were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of manufacturing deficiency, as the problem may have been related to an inspection or verification by the supplier during the manufacturing process.

Event description:
It was reported that the insulation near the proximal part of the basket was lifted, resulting in a visible gap. During an ablation procedure to treat atrial fibrillation performed via the right inguinal puncture, an intellamap orion catheter was used. After mapping the left atrium and pulling back into the right atrium, resistance was felt while retracting the orion into the sheath. Upon removal and inspection, it was noted that the insulation near the proximal part of the basket was lifted, resulting in a visible gap. Another of the same device was used and the procedure was successfully completed with no patient complications. The device has been received, pending analysis.

Manufacturer narrative:
The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the insulation near the proximal part of the basket was lifted, resulting in a visible gap. During an ablation procedure to treat atrial fibrillation performed via the right inguinal puncture, an intellamap orion catheter was used. After mapping the left atrium and pulling back into the right atrium, resistance was felt while retracting the orion into the sheath. Upon removal and inspection, it was noted that the insulation near the proximal part of the basket was lifted, resulting in a visible gap. Another of the same device was used and the procedure was successfully completed with no patient complications. The device has been received, pending analysis.

Manufacturer narrative:
The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the insulation near the proximal part of the basket was lifted, resulting in a visible gap. During an ablation procedure to treat atrial fibrillation performed via the right inguinal puncture, an intellamap orion catheter was used. After mapping the left atrium and pulling back into the right atrium, resistance was felt while retracting the orion into the sheath. Upon removal and inspection, it was noted that the insulation near the proximal part of the basket was lifted, resulting in a visible gap. Another of the same device was used and the procedure was successfully completed with no patient complications. The device has been received, pending analysis.